Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed. Visual inspection of the device and header noted a small dent in the case, and centered hole in the ra seal plug. The device could not be interrogated and was exhibiting no pacing pulses. There was no safety mode signal observed on the oscilloscope. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that the patient presented for a change out procedure upgrading from a cardiac resynchronization therapy pacemaker (crt-p) to cardiac resynchronization therapy defibrillator (crt-d). Prior to the procedure the patient experienced syncope. Upon interrogation of the crt-p, it was noted that explant had been reached two months earlier and the patient was unipolar pacing at 72 ppm. There was also oversensing of noise with pacing inhibition and asystole. The patient had no underlying rhythm. The crt-p was noted to be in safety mode. The cause of the safety mode was unknown as the patient was not on remote home monitoring and the device was not interrogated prior. The field representative discussed safety mode parameters and was advised of risks of using diathermy. However, the physician opted to continue to try diathermy. The patient then experienced a second longer period of asystole due to oversensing of noise from unipolar pacing that again resulted in syncope. A revision procedure was performed. During the procedure left ventricular (lv) pacing was established through the pacing system analyzer (psa). The new df4 right ventricular (rv) lead was implanted and the patient was stable. The crt-d was connected to the newly implanted rv and lv leads with good measurements and capture. The crt-p was explanted as planned. No additional adverse effects were reported. This device was returned, and product analysis completed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient presented for a change out procedure upgrading from a cardiac resynchronization therapy pacemaker (crt-p) to cardiac resynchronization therapy defibrillator (crt-d). Prior to the procedure the patient experienced syncope. Upon interrogation of the crt-p, it was noted that explant had been reached two months earlier and the patient was unipolar pacing at 72 ppm. There was also oversensing of noise with pacing inhibition and asystole. The patient had no underlying rhythm. The crt-p was noted to be in safety mode. The cause of the safety mode was unknown as the patient was not on remote home monitoring and the device was not interrogated prior. The field representative discussed safety mode parameters and was advised of risks of using diathermy. However, the physician opted to continue to try diathermy. The patient then experienced a second longer period of asystole due to oversensing of noise from unipolar pacing that again resulted in syncope. A revision procedure was performed. During the procedure left ventricular (lv) pacing was established through the pacing system analyzer (psa). The new df4 right ventricular (rv) lead was implanted and the patient was stable. The crt-d was connected to the newly implanted rv and lv leads with good measurements and capture. The crt-p was explanted as planned. No additional adverse effects were reported.